Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot :the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Article entitled "an extremely rare case of cementless third generation corail stem neck fracture with fractographic analysis" written by andreja baljozovic, md, dragomir glisic, phd, nenad radovic, zeljko radovanovi, and zoran bascarevic, md, phd published in arthoplasty today on july 21, 2023 was reviewed. The purpose of the case study is to present an almost identical complication with an additional analysis of the fracture using a scanning electron microscope (sem) introduction of a case study references a fractured corail stem at the neck that occurred in USA in 2020. Case study: 66-year-old male was admitted due to sharp pain in right hip following standing from a chair. The primary was performed 6 years prior. Radiographs showed a broken stem in the neck region. At revision a minor hematoma was found. The acetabular and femoral components were firmly fixed to the bone and adequately oriented. No signs of periprosthetic infection, metallosis, or wear of the polyethylene liner were found.